Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. Technical services (ts) noted that the increase appeared to be gradual, however it was further recommended to monitor the behavior. No adverse patient effects were reported. This crt-d lead remains in service.